Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; the device overheated during testing. Further investigation revealed a broken rotor and other component parts. The motor cartridge had no power. Corrosion damage was identified as the root cause of the device failure. The parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was called in for repair due to overheating during a tooth extraction. The procedure was completed with another device, no adverse event was reported.